Manufacturer narrative:
A visual inspection was performed on the returned device. The reported malposition of device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that interaction with the patient anatomy induced a failure to cycle (cuff miss) that was reported as a malposition. Additionally, the scratched posterior needle tip is typical damage of a cuff miss. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 1142 was removed and code 2616 was added.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture did not catch the vessel with the prostyle device. The suture of two new perclose devices were successfully pre-placed. The sheath was upsized to a 14fr and the tavr procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.